Manufacturer narrative:
This report is for an unknown plate. Part number and lot number were not provided. The initial implantation date and revision surgery date were not available. Device is not expected to be returned for the manufacturer review/investigation.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date to revise a broken paragon 28 plate. No identifying patient or case information was available for reporting.